Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 cgm displayed inaccurate values on two different occasions. Cgm measured lower than fingerstick values. No medical intervention was required.